Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The aviva connect meter gave the following blood glucose results within 10 minutes: 8:35 pm on (B)(6) 2017: 356 mg/dl, 156 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.